Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that there was no special circumstance that led to the issue with having to charge every 5 days instead of every 7 days. All of a sudden the battery reflected "low" display on the morning of the sixth day. It has been that way ever since (2-3 months). They now charge it every 4 days. The manufacturer representative (rep) suggested they charge it longer, even after the displays reflects it is charged and they stated nothing changed. They'll keep charging every 4 days instead of once a week and that will work for them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that if they order more than one box of adhesive disks, the second box usually doesn't stick as well. Additionally, the patient now has been having to charge every 5 days instead of every 7 days, like they were before. The patient has not recently been reprogrammed or switched to a new group. The patient has not had to increase parameters. It was confirmed that the patient always had stimulation on, 24/7. Lastly, it was reported that when the insr (recharger) is fully charged, they check the battery, and it's showing it is not fully charged.